Manufacturer narrative:
Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentis reported 5 months after the dental implant was installed in intraoral region #9 it was verified its loss of osseointegration. Patient had low bone quality (bone type iii).